Event description:
Event description guidant receive information that this transvenous defibrillation lead was removed from service due to oversensing and inappropriate shocks. The lead was said to have damage near the connector. A fracture was reported via e-mail after request for specific type of damage.